Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the last fill cycle in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute the alarm. The patient stated that there was moisture under the supply bag but could not identify any leak or damage to the bag. The patient was to complete therapy with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.